Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the cause for the reported difficulties was likely user related. It should be noted the emboshield nav6 embolic protection system electronic instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a peripheral artery stenting procedure, the emboshield nav6 embolic protection device was used over a non-abbott guide wire. The emboshield nav6 filter was pulled back into the retrieval catheter, and the retrieval catheter was removed. It was noted that the emboshield filter was not in the retrieval catheter, but remained on the guide wire. The guide wire was removed from the anatomy and the emboshield filter remained on the guide wire. There was no portion of the emboshield nav6 filter remaining in the patient anatomy; however, vessel access was lost when the guide wire was removed. The procedure continued with advancement of a second guide wire and balloon angioplasty and stent implantation. There was no adverse patient effect and no clinically significant delay. No additional information was provided.